Event description:
A nurse from (B)(6) contacted baxter to report an incident of bacterial peritonitis. On an unreported date in 2010, a break in aseptic technique occurred, described as the patient did not wash his hands or wear a mask when exchanging the solution bags. The patient also sweated at work due to an automobile related job and got dirt on his hands. On (B)(6) 2010, the patient developed bacterial peritonitis manifested by cloudy effluent and abdominal pain. The patient was hospitalized on the same date. On (B)(6) 2010, the patient began remedial therapy with cefamezin (cefazolin sodium), 1 gm per day, IV and received exacin (isepamicin sulfate), 200 mg IV once. On (B)(6) 2010, the patient began remedial therapy with exacin, 100 mg once daily, IV. Dianeal-n pd4 1.5 therapy was ongoing, as was remedial therapy with cefamezin and exacin. The bacterial peritonitis was resolving, however, the patient remained hospitalized. On an unreported date in (B)(6) 2010, the patient was retrained in aseptic technique, therefore, the event of break in aseptic technique was considered resolved. The reporter stated that the bacterial peritonitis was not related to dianeal therapy, but was caused by the break in aseptic technique. A causality statement was not provided for the break in aseptic technique.

Manufacturer narrative:
(B)(46). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.